Event description:
A caller reported a cartridge alarm 20 with their device. There was no adverse impact to the customer's blood glucose level. The customer managed to resolve the issue by removing and reinserting the cartridge, successfully reloading it, and resuming insulin therapy without further problems.